Event description:
On (B)(6) 2010, patient reported hospitalization and elevated blood glucose of approximately 500 mg/dl while using primary infusion device. Normal blood glucose is 100-150 mg/dl. Patient noticed one of the up/down buttons was not responding and was then admitted to hospital for diabetic ketoacidosis. This occurred in (B)(6) 2010. Patient could not remember which button was not responding and also might have forgotten to prime infusion set. Patient was placed on an insulin drip with IV fluids and remained on the infusion device. Patient was discharged the next day when blood glucose returned to normal. Patient remained on infusion device until (B)(6) 2010, and used prime function to bolus insulin. Patient then switched to backup infusion device. Infusion device was not dropped or exposed to water. Patient has used this infusion device for 3 years and boluses 5 times per day. Infusion device was replaced and requested for evaluation.